Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable; patient¿s ipg was unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019. Patient has therapy post-operatively.